Event description:
It was reported that a touchscreen on the pump was cracked and shattered, rendering it unresponsive and illegible for interaction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy until a replacement pump could be provided.